Manufacturer narrative:
(B)(4).

Event description:
It was reported on 07/08/2016 that a patient's m106 device may have depleted prematurely since the patient had only been implanted for less than a year, and the device was at 25% according to the battery status indicator. Data from the implant surgery on (B)(6) 2015 was reviewed. Upon initial interrogation at 12:31, the battery voltage from the last automeasure on (B)(6) 2015 was 3.216v. Two system diagnostic tests were performed at 12:32 and 12:33, and the battery voltage measurements were 3.234v and 3.239v. Only programming events and interrogations were performed after the two system diagnostics. The final interrogation at 12:40 showed the stored battery voltage value of 3.239v. The battery status of the device was ifi = no. Programming data showed that the battery voltage increased up to 3.388v on (B)(6) 2015 and then started to slowly decrease 3.379v on (B)(6) 2016. The device passed the 7.5% charge consumed point between (B)(6) 2016 and (B)(6) 2016. The battery voltage on (B)(6) 2016 was 2.859v, and the charged consumed was 9.774%. No further relevant information has been received to date.

Event description:
The physician saw the patient on (B)(6) 2016 and the battery level appeared to be the same as it was before. The physician planned to watch the patient and see her in clinic on a regular basis. No further relevant information has been received to date.

Event description:
The observed battery status indicator was most likely caused by conductive debris from the manufacturing process resulting in leakage paths. The premature battery status indicator typically indicates that the generator will reach true end of service earlier than expected. No further relevant information has been received to date.

Event description:
The patient's device was unable to be communicated with at a recent office visit due to battery depletion. The patient was also unable to feel stimulation any more. The patient was referred for generator replacement surgery, but no surgery has occurred to date. No further relevant information has been received to date.

Event description:
The patient had generator replacement surgery due to battery depletion. Information was received from the physician that the patient lost efficacy after the battery was completely depleted. The generator was received, but analysis has not been approved to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was approved on the generator. The pulse generator would not interrogate. With the pulse generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery measured 1.255v, confirming an eos condition. The battery was removed, and electrical tests were performed. Results showed that the pcba failed several electrical tests relating to the supply current during pulsing and standby modes of the generator. There were observed debris on the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, there were no failed electrical tests. Remaining residual material on the pcba edge from the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and was most likely the contributing factor for the premature battery depletion.

Manufacturer narrative:
Describe event, corrected data, previous report #4 incorrectly reported the event as lack of efficacy instead of increase in seizures patient codes, previous report #4 incorrectly reported the event as lack of efficacy instead of increase in seizures - added code for seizures.

Event description:
Additional information was received that the patient had seizures in the fall 2016 and attributes this to the battery (although therapy was likely being delivered at that time). The patient's mother in the premature eol file stated that the patient did not have efficacy with vns therapy while the device was functioning. It was questioned if the patient's generator was programmed to therapeutic settings. The physician stated that the patient did have efficacy with vns while the device was on, and the patient only lost efficacy after the device was depleted. Therefore, it appears that the patient did have an increase in seizure activity at that time. No additional or relevant information has been received to date.

Event description:
Additional information was received from the physician's office that indicated that there was not an increase in seizures as alleged by the family.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), supplemental MDR #7 inadvertently reported incorrect date of 11/09/2017, the corrected date is 12/19/2017